Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient only felt stimulation on one side now and this began the day of the report. The patient had been "limiting" her implantable neurostimulator (ins) use because a "half battery" was showing and the patient was informed if she let the ins get any lower it would take longer to recharge. It was noted that the patient "couldn't get to the number 2." The patient was on group a but could only get to program 1. At the time of the report, it was noted that the "next screen" after program 1 had the "vertical bars" and the rest was blank, besides the "lines of the box that surrounded the amplitude." The patient was reportedly reprogrammed a couple of weeks prior to the report but stimulation changed the day of the report. Different groups were attempted to be used at the time of the report but weren't the ones the patient was previously on. There was no known incident associated with that change in stimulation. If additional information becomes available, a follow-up report will be submitted.